Event description:
It was reported that this right ventricular (rv) lead exhibited noise and high oor shock impedance due to a suspected insulation issue that could not be confirmed. It was also noted that there was an episode of noise with pacing inhibition for two seconds. Also, a chest x-ray was performed on this patient. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.